Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that the patient experienced shortness of breath and decreased energy level. High impedance, multiple vhr (ventricular high rate) episodes demonstrating noise, and possible lead fracture were noted, with subsequent pacing inhibition. The rv (right ventricular) lead was capped and replaced. No patient complications have been reported as a result of this event.